Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent. The cause of the event was not reported. The patient was not hospitalized for the event. The patient was treated with unspecified antibiotics for the event. One day later, the patient presented to the clinic and the effluent was reported to look clear and the patient was reportedly feeling so much better. Action with pd therapy was not reported. No additional information is available as the reporter declined follow up.